Event description:
Procedure: lap chole. According to the reporter: the clip applier was used and 2 clips fell out into the pt. Only 1 clip was removed. A x-ray was called in to locate lost clip. The clip was found with x-ray but it was not removed. No adverse effect to pt.

Manufacturer narrative:
(B)(4).